Event description:
Two diode laser fiber burns reported.

Manufacturer narrative:
The devices returned were evaluated and were not determined to have evidence of burning as described by the complainant. The devices were not confirmed with any manufacturing defects or inadequacies. It is acknowledged that all laser fibers manufactured by dmta are 100% inspected for power performance defects, objectively providing confirmation the fibers are operating as intended prior to distribution. No trend for complaints related to this matter is currently observed. Dornier will continue to monitor complaints related to this report.